Event description:
Description called in by distributor reported as transducer fault. No patient involvement. No patient harm.

Manufacturer narrative:
(B)(4). The main pcba was returned to carefusion for evaluation. The component has not been received at this time. A follow-up MDR will be submitted when the component is received and an evaluation is completed.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba, installed in known good unit, powered on in service mode entered event log, notice multiple xdcr fault events recorded exported event error log. Perform xdcr calibration. Run in unit for 40hrs with no anomalies perform xdcr test during run in several times and xdcr read 672 to 674 with in specs. Findings/root-cause: could not duplicate reported problem, but due to event error log xdcr fault occurred and may be intermittently failing and this is addressed in an internal corrective action.